Manufacturer narrative:
Engineering investigation: the primary reported failure mode, related to a failure to deploy, is consistent with the engineering observations of inability to continue deployment via the knob or traction at the endo. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The secondary failure mode of bowstringing was consistent with the engineering observation of bowstringing under deployment line tension. The cause of this reported additional failure mode was unable to be established. The engineers also observed a kink in the distal shaft. The root cause of the damage could not be established within the evaluation but is consistent with damage resulting from bowstringing, an unknown device interaction during insertion/withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
Section h6 medical device problem code, code a040601 deformation due to compressive stress was added. Section h6 investigation findings: instead of code c0706 stress problem identified the code c24 malfunction observed without conclusive finding applies. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3: other: an engineering investigation will be conducted after return and receipt of the device. H6 investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the physician but were not provided yet. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal aneurysm with ecstatic vessels and thrombotic occlusion with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that the vsx device was advanced through a 7 fr terumo introducer sheath over a 0.018¿ commander wire to the lesion. During deployment, the deployment line completely stretched, and the stent graft formed a loop and did not open (bowstringing). The device was removed undeployed without any complications. The procedure was continued and successfully completed using a 7 x 10 vsx device. There was no report of patient harm.